Event description:
While servicing the ventilator, the manufacturer's field service technician reported during testing, the ventilator would shut down and alarmed when the unit was switched from ac to dc power via battery. The customer did not report an occurrence of the reported finding during any previous usage. The ventilator was not in use on patient, therefore there was no patient harm or involvement. The service technician replaced the power supply to correct the findings. Applicable final testing was performed and all tests passed to operating specifications